Event description:
8 days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.5x24mm drug eluting stent was placed and deployed. 8 days later the patient developed chest pain. Patient received clopidogrel 300mg at the procedure and was receiving 75mg/day. No further patient complications were reported.